Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.